Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening crack, white calcification outer device and creases fold. Leak test and microscopic analysis was performed which identified: delamination of the valve, opening crack and wear abrasion. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.